Manufacturer narrative:
Examination was not possible, as the device was not returned. A review of the device history records and quality records associated with this manufactured lot confirmed that no additional complaints have been filed and that no abnormalities were reported with this product during manufacture. No further investigation is necessary at this time. (B)(4).

Event description:
During a meniscal repair procedure, it was reported that the second plug (t2) failed to deploy. No t implants were left in the patient&#38112;joint space unsupported. The case was completed successfully with a backup device after a 15 minute delay. Additional information received stated that the surgeon, "seemed as though both plugs came out on the very first firing mechanism." No patient injury was reported.